Event description:
It was reported that prior to implanting a pacing lead the helix was extended in the box. The physician elected to not use the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).